Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported premature deployment of the bifurcated stent graft with a wire wrap is unconfirmed, however the reported surgical conversion is confirmed. This is partially consistent with the reported adverse event/incident. While it was determined that the aortic neck length was outside the indications of use at 13mm, and a contained rupture was present at the time of initial implant (cautionary product use condition), it is not evident that these conditions contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be without complications after an open repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4 awareness date. H6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During the initial implant of a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa), it was reported that the bifurcated stent graft had prematurely deployed in the right common iliac due to the deployment wire/cord being wrapped/stuck. An open repair was performed and the device was explanted without further complications. The patient was reported as doing fine post secondary procedure.